Event description:
It was reported that the pump malfunctioned after the customer went swimming with it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer opted for backup therapy using multiple daily injections (mdi), and the technical support team arranged for a pump replacement. Instructions on how to put the pump into storage mode were given to the caller, and they were asked to return the problematic pump using a prepaid label within 10 days, which the caller understood and acknowledged.